Event description:
Note: this report pertains to one of the four complaints that occurred during the same procedure. Ref MFR report numbers 3005099803-2009-02534, 3005099803-2009-02535, and 3005099803-2009-02536. It was reported to boston scientific corp that two wallstent endoprosthesis endoscopic biliary systems and two jagwires were used during treatment of a biliary narrowing on a female pt. According to the complainant, the placement of two stents was required during this procedure. The first stent prematurely deployed within the scope. This may have been due to the entanglement of the two jagwire guidewires being used simultaneously. However, no damage was noted to the wires. The stent placement at the first target site was completed successfully with another wallstent endoprosthesis endoscopic biliary. The third wallstent endoprosthesis endoscopic biliary system was advanced; however, the device became lodged in the scope channel. The procedure was completed with the placement of only one stent. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).